Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025, following implant, the patient experienced a throat tightening sensation and a feeling of having marbles in their mouth which occurred around once a day and would resolve within minutes. The patient suspected that the event was being caused by a different medication which they recently discontinued. Per the opinion of the physician, the root cause of the event was unknown as there was a concern that the patient experienced transient ischemic attack (tia) unrelated to barostim. A CT scan was done, and the result was negative and an MRI was also ordered. Per the request of the physician, the patient's therapy was kept at 7.0ma as they believed the benefits of therapy outweighed the sensation they were experiencing. They were scheduled for an MRI in (B)(6) and a follow up with their physician on (B)(6) 2026.